Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the membrane switch assembly had a corroded open land to socket 6 of plug connector p5. This land was the on/off switch land. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not remain powered on, even though a battery with a sufficient charge was installed in the device. There was no patient use associated with the reported event.